Event description:
The lead and generator that were explanted on (B)(6) 2013 were returned on (B)(4) 2013 for analysis. The lead assembly was returned for analysis. A cut opening was identified in the silicone tubing of the negative coil past the anchor tether. Although, not conclusive, it appears this observed condition is the result of the explant procedure. The reported lead fracture allegation was verified. A break was identified in the positive and the negative lead coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Also, the observed coil appearance suggests a stress-induced fracture has occurred in at least two strands. A secondary fracture was identified in one strand in the vicinity of the coil break. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. The lead assembly has remnants of what appear to be dry body fluids inside the inner silicone tubing of the lead coils. No obvious point of entrance was identified other than the cur end of the returned lead portion. Three sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. Two indentations most likely caused by the setscrew were also identified on the connector pin. The observed coil appearance suggests a stress-induced fracture has occurred in at least one strand. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. In the pa lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. The generator was returned programmed on. The device was not disabled.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected but did not cause or contribute to a patient death.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, it was reported that the patient underwent generator revision on (B)(6) 2013. Upon running system diagnostics on (B)(6) 2013, high impedance was seen (7/limit/high). The surgeon stated that high impedance was noted after revision surgery as well. It was also stated that the patient had breakthrough seizures events in (B)(6) 2012 (in the ICU for 3 weeks) and two in (B)(6) 2012. At the time, the reason for the breakthrough seizures was unknown as there had been no programming changes, medication changes, or other external events; however, the seizure frequency was below pre-vns baseline. After the incidence of high impedance, it was believed that the high impedance would have caused these events, if it had been present at the time of the breakthrough seizures. The patient confirmed that there had been no trauma or manipulation. The device was disabled, and no x-rays would be taken. During surgery on (B)(6) 2013, attempts at pin re-insertion did not resolve the impedance issue. The lead was removed and the surgeon noted condensation inside the lead. Once a new generator and new lead were attached, the impedance was resolved (system diagnostic: ok/ok/1777 ohms/no). The lead DHR was reviewed and all functional tests were passed prior to distribution. Clinic notes were also received. Clinic notes dated (B)(6) 2012 indicated that the patient's seizures always required an emergency room evaluation where she was always given at least two to three doses of valium. The patient's longest seizure lasted approximately one hour. The patient's vns was found to be effective for seizure control. The patient's device was interrogated. No medication or vns setting changes were made. Clinic notes dated (B)(6) 2012 indicated that the patient was admitted to the hospital with an episode of status epilepticus. Prior to this event, the patient's last seizure was in (B)(6) 2010. The patient's device was interrogated, but no parameters were changed. Vimpat was prescribed secondary to the episode of status. Clinic notes dated (B)(6) 2012 indicated that the patient continued to go to the emergency room for seizures once per month. The patient's device was interrogated, but no settings were changed. Clinic notes dated (B)(6) 2012 indicated that the patient complained of heart palpitations; however, the patient's heart rate of normal and regular with no murmurs, carotid bruit and with normal carotid and pedal pulses. The notes stated that the patient's device was placed in 2006; therefore, the patient would be referred for revision.

Event description:
Attempts for product return have been unsuccessful. A blc indicated 1.19 years remaining.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death.